Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they were unable to adjust stimulation. During troubleshooting it was determined that the ins was off and patient stated that she ''must have' accidentally turned stim off earlier today". Stimulation was turned back on and patient was able to make adjustment. Stimulation was increased from 1.9 to 2.2 on program 4 and patient stated that they felt comfortable stimulation. Patient also responded to patient letter that was sent to them by stating that they continued to have episode and that was the reason they thought the device was not working. So the mdt representative tried different program with little stimulation and so did an x ray. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient stated her reason for calling is because she is on her fourth day of her ins not working and is having a bowel episode. Patient stated that 3.3v was "too strong" and that she couldn't feel stimulation at 3.2v. Patient is requesting assistance making adjustments with her pp to see if a different program will help control symptoms. Patient stated that she increased amplitude from 3.2 to 3.3v on program 3 before calling, and noted that at this point she felt the stimulation in her butt. Patient was wondering if this was normal since she never felt stimulation there before. The patient synced with programmer and noted stimulation was on. The patient did not feel stimulation in the bike area. The patient was initially on program 3 at 3.2v. Per request, patient services walked patient through changing to program 4 and was advised to turn ins off and decrease amplitude to 0.0v, and then turn I ns back on before increasing amplitude. It was confirmed that amplitude was increased to at least 7.8v but did not feel stimulation. The patient was assisted through changing to program 2 and reported reaching the upper limit and still not feeling stimulation. Patient stated that she has been doing pilates. There were no further complications reported at this time.